Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst as the flex catheter was not pulled back before valve deployment was initiated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), during deployment of the 23mm sapien 3 valve it was realized that the flex cath was never pulled back to the center of the triple marker. As the balloon expanded, it eventually ruptured and the whole system moved ventricular. When the commander ds was removed from the annulus, the valve continued to move into the ventricle. It came off the wire and was tumbling in the ventricle. The valve ended up lodged in the lvot upside down. This caused a flow limiting situation and the patient became hypotensive. The physician was able to push the valve down further into the lvot which restored adequate flow around the upside down s3. The plan was then to place a wire through the valve and snare it to try and pull the valve up into the native annulus and then deploy a second s3 valve pinning the initial valve leaflets open and secure it place. This was done successfully. However, they were not able to pull the initial valve up completely into the native annulus. And there was leaflet overhang causing a gradient of 20 mmhg. When the second valve was deployed, the wire that was used to snare the embolized valve was mistakenly never removed before deployment of the 2nd valve, trapping the wire in between the two valves. It was very difficult to remove the wire, but it was eventually removed successfully. It was then decided to place a corevalve due to its supra-annular nature and length to cover all of the s3 leaflets and still have a functioning valve. This was done successfully and the patient ended up with a zero gradient and zero paravalvular leak. Patient left the cath lab in stable condition. She woke up moving all extremities and responding appropriately, but experiencing some respiratory distress. Anesthesia had to re-intubate her due to hypertensive pulmonary edema. Patient remains in the cardiovascular ICU at this time.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02853

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).